Event description:
Unomedical reference number (B)(4). Event occurred in the united states . Event occurred on (B)(6) 2024, it was reported that the patient faced an issue with infusion set cannula bent and insertion site was thigh. The infusion set was in use for less than 72 hours. No further information available.